Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the adhesion / clogging of the material at the suction port could not be confirmed. The issue could not be reproduced. The cause of the foreign material remaining in the device and the root cause could not be identified. It was unknown if there were deviations from the instruction manual in the reprocessing steps at the material residue point and there was no physical damage at the place where the foreign material remained. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the evis exera iii colonovideoscope exhibited foreign material exiting from the auxiliary water channel. The issue occurred during reprocessing. There were no reports of patient harm.